Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, and dat due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and motor. No damage noted on the force sensor. Successfully downloaded history files and traces using thump. There was no critical pump error 24 noted in the pump history file. Unable to test for critical pump error 24 due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on 04/29/2023 11:14:45.000, 04/29/2023 11:14:58.000 and again on 04/29/2023 11:14:58.000 (fileid = 2017; linenum = 147) found on the pump detail trace file. Pump error 63 alarms (twi) (line number 147 file number 2017), suspected on hw. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarms confirmed due to moisture damage on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, broken belt clip rails, peeling serial number label, faded end cap address label, peeling keypad overlay, stained keypad overlay, pillowing keypad overlay and dog chew marks on the case/keypad. Please see below for the pump errors/alarms noted 1 week prior to the event date 29-apr-2023 in the pump history file. 04/25/2023 13:01:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 04/25/2023 17:59:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 04/27/2023 11:15:43.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during bolus. 04/28/2023 07:07:44.000 batteryremoved (55). 04/28/2023 07:07:44.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 04/28/2023 07:07:55.000 batteryinserted (44). Unable to test for lost sensor alert and no delivery alarm due to critical pump error (open book image) alarm. Lost sensor alert unknown. No delivery alarm unknown. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarms confirmed due to moisture damage on the electronic assembly. Pump exposed to moisture confirmed during visual inspection. Pump error 24 unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error. Troubleshooting was performed and found that the insulin pump performed safety checks and the error was found. It was found that the pump had critical pump error 24. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.